Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was removed due to the patient being unable to adapt, refractive nausea, and haloes at night.

Manufacturer narrative:
The lens was returned in a small glass specimen jar filled with water like liquid. Solution was dried on the lens. The optic is cut into two portions. Both cut optic portions have multiple split/cracked areas and scrape marks. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).